Manufacturer narrative:
B3: month and year are valid, date is unknown. The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a 60" (152 cm) appx 0.4ml, smallbore ext set w/clamp, luer lock. It was reported that the pain meds were not allowed to flow causing pressure occlusions. There was no reported patient involvement and harm.